Event description:
It was reported to philips that the system gave a remote alert indicating disk space was too low, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a general surgery procedure was performed when the issue happened, and there was no impact on the procedure. The philips field service engineer (fse) visited the site and checked the equipment hardware on-site the reported malfunction could not be reproduced. The user stated that the fault had occurred only once and had not recurred. No further action was required at this time, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred only one time and that is also not affected the procedure, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue had occurred only once and had not recurred and onsite service there is no device related issue. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.